Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.

Manufacturer narrative:
The lay user/patient's product has been returned and evaluated by lfs product analysis with the following findings: the test strips involved in this case have passed all testing with no faults found. The complaint was not confirmed.

Manufacturer narrative:
Follow-up # 2 ((B)(4) 2011)-device evaluation: the meter involved with this complaint has been evaluated by product analysis on (B)(4), 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that he was experiencing an inaccurate low issue with his one touch ultralink meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that he could not recall when the alleged issue with the subject meter began. He obtained a glucose result of "230 mg/dl' on the subject meter and "330 mg/dl" from a lab analyzer, done less than 10 minutes apart of each other. It is unknown if between the tests there was any intervention provided that would be expected to change the patient's blood glucose. He stated that he manages his diabetes with insulin (self adjuster) and due to the alleged issue on (B)(6) 2011 at 9:20 am he continued his usual dose of medication. The patient claimed on an unspecified time and day, he felt "awful." It is unclear if in response to his symptoms or the alleged inaccurate result, on (B)(6) 2011, at 9:30 am he was at a doctor's visit and was treated with 2u of novolog. There was no other device available at the time of the concern. During the initial call with customer service, the agent noted that the patient had been using the correct unit of measure set in the meter, proper testing technique, correct unexpired test strips and the correct sample site. Replacement products were sent to the patient. The patient's product has been returned and evaluated by lfs product analysis with the following findings: the test strips involved in this case has passed all testing with no faults found. The complaint was not confirmed. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.